Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave a low reading, causing a threshold suspend alarm, when the blood glucose reading was 98 mg/dl and 104 mg/dl another time. At the time of the call the blood glucose reading was 147 mg/dl and the sensor reading was 214 mg/dl. The customer reported that the sensor cannulas are normally straight. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.